Event description:
The customer reported that the insulin pump had motor errors. The patient also stated that there is variation between the blood glucose level and the sensor readings. The blood glucose reading was 34 mg/dl and the sensor reading was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. The device functioned properly. The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.